Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that a connector port of the device would not hold a lead. Analysis noted that the insulation of a display wire was pinched, however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a connector port of the external pulse generator would not hold a lead. The external pulse generator has been returned for repair and a requested test and calibration procedure. There was no patient involvement.